Event description:
It was reported that balloon burst occurred. The target lesion was located in the left upper extremity. A 7.0 x40, 40cm gladiator elite was selected for balloon dilatation of left upper limb artificial blood vessel arteriovenous fistula. During the procedure, the location of the lesion was determined under the guidance of color ultrasound. The balloon was advanced along the guidewire to dilate the venous stenosis of the artificial blood vessel. However, during the second inflation at 24 atmospheres for 60 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the left upper extremity. A 7.0 x40, 40cm gladiator elite was selected for balloon dilatation of left upper limb artificial blood vessel arteriovenous fistula. During the procedure, the location of the lesion was determined under the guidance of color ultrasound. The balloon was advanced along the guidewire to dilate the venous stenosis of the artificial blood vessel. However, during the second inflation at 24 atmospheres for 60 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.